Event description:
It was reported that at the user facility the button on the micro sagittal saw was sticking and broke the saw blade. No further information was provided by the user facility.

Manufacturer narrative:
Upon visual inspection, the link with fins was found to be cracked. The device was repaired and returned to the user facility.